Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a slight separation between the cap and the housing components. A pressure test and clear passage under water were performed, and it was noted that there was a leak at the second y-site clearlink. Priming was performed and also noted a leak from the second y-site clearlink. An autopsy of second y-site clearlink was performed, and it was noted that there was a recessed gland. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking unspecified intravenous fluid from the port. To resolve this issue, the set was changed. It was unknown if the patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information was available.